Event description:
The pt underwent surgical intervention for the device reportedly due to anastomotic obstruction. On 11/28/95, the pt underwent surgical intervention for the device reportedly due to stenosis. The device remains implanted. No further info provided.